Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator ipg. The patient underwent a pocket revision procedure where the ipg was repositioned. The patient was noted to be doing fine and able to charge successfully post-operatively.